Event description:
Healthcare professional reported, right side "lot of pain. Grade IV, capsular contracture. Pain to the touch, hardened breast, discomfort" and "recall". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker IV.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported right side " lot of pain, grade IV capsular contracture, pain to the touch, hardened breast, discomfort" and "recall", "worried", "unable to sleep". Device remains implanted. Patient representative later reported "fluid" and "cyst".